Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of missing lids. Without further information like a physical sample for investigation, the root cause of this failure remains unknown. Potential root causes include 1. Non-controlled method to ship partial boxes to end user (re-packaging process). 2. Non-controlled handling within distributor facilities. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. H3 other text : see h10.

Event description:
It was reported sharps coll 19gal red was missing its lid. The following information was provided by the initial reporter: "the 19 gal sharps container had no lids. They were supposed to be included."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown. (B)(6) has been used as a default.

Event description:
It was reported sharps coll 19gal red was missing its lid. The following information was provided by the initial reporter: "the 19 gal sharps container had no lids. They were supposed to be included."